Manufacturer narrative:
Sciton clinical staff could not determine the cause of the problem because the pt did not return to the clinic for follow-up remedial treatment. No malfunction of this device was reported with this event. The system was then sold to another customer with no additional adverse events.

Event description:
A clinician treating with microlaserpeel & profractional during a demo of profile system reported that the pt had called a day after the treatment complaining about severe swelling around the pt's eye with reports of vision problems and then complained on the phone about "vomiting all night" on the following day.